Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of the other organs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6)-2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of the other organs") in a female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (removal of essure). At the time of the report, none of the outcomes for these events were known. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of the other organs") in a female patient who had essure inserted (lot no. C95081). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and medical device monitoring error ("essure insertion & endometrial ablation performed together"). The patient had a medical history of breast reduction in 2017, cesarean section in 2009 and back pain, abdominal discomfort, nickel allergy, depression, menometrorrhagia, gravida ii, parity 2, alcohol use, weight gain, headache, brain fog, insomnia, nickel allergy and lower abdominal pain. The patient had a family history of breast cancer and colon cancer. Concurrent conditions were listed as spotting vaginal, nickel allergy, anxiety and menorrhagia. The only concomitant product mentioned was pariet (rabeprazole sodium). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2017. On unknown date she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (subtotal hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [cytology] on (B)(6) 2016: endometrial ablation done, no menses since diagnosis: negative for intraepithelial lesion or malignancy [hysterosalpingogram] on (B)(6) 2015: previous tubal occlusion the patient has had bilateral essure tubal closure devices placed. The endometrial canal filled with contrast. There is no contrast flow into the fallopian tubes. The tubes appear to be occluded. The essure devices appear to be in good position [pathology test] on (B)(6) 2017: clinical data : pelvic pain, previous ablation, essure coils in fallopian tubes specimen submitted : uterus, cervix and bilateral tubes diagnosis: uterus, bilateral fallopian tubes, subtotal hysterectomy and bilateral salpingectomy: no diagnostic abnormality ¿ left and right fallopian tubes without histologic abnormality ¿ no endometrium seen (clinical history of previous ablation) gross description : the bilateral fallopian tubes measure 3. 4 x 0. 7 cm and 3.3 x 0.7 cm with both fimbria attached. The essure coils are present [pregnancy test urine] on (B)(6) 2014: negative; on (B)(6) 2015: negative [ultrasound pelvis] on (B)(6) 2014: the uterus is anteverted and measures 10.5 x 5.0 cm. Endometrium is homogeneous with a thickness of 0.8 om. Right and left ovaries measure 2 x 2.5 and 2 x 1.4 cm respectively and are norma; on (B)(6) 2016: suprapubic and endovaginal scanning _ normal size anteverted uterus is smooth in contour, without obvious fibroids. Endometrium is homogeneous, 7.7 mm double-layer thickness. Normal cervix, contains a few tiny nabothian cysts. Normal left ovary, contains a 17 cm follicle. Right ovary could not be visualized transabdominally or endovaginally. No obvious adnexal abnormality or pelvic free fluid, pelvic ultrasound is within normal limits [x-ray] on (B)(6) 2016: there are three calcific densities projecting over expected location of lower pole of right kidney with the largest measuring 1.7 mm, likely representing renal calculi. This needs to be further confirmed with ultrasound. There is moderate amount of stool in large bowel. No calcific density projects over left kidney or expected courses of the ureter there are bilateral essure contraceptive devices over pelvis. Bones are unremarkable the most recent follow-up information incorporated above includes data received on: 07-may-2024: medical record received. Lot number added .new event medical device monitoring error was added. Lab data including surgical pathology report were added. Medical history, concomitant conditions were updated. New reporters are added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity / perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of the other organs") in a female patient who had essure inserted (lot no. C95081). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and medical device monitoring error ("essure insertion & endometrial ablation performed together"). The patient had a medical history of breast reduction in 2017, cesarean section in 2009 and back pain, abdominal discomfort, nickel allergy, depression, menometrorrhagia, gravida ii, parity 2, alcohol use, weight gain, headache, brain fog, insomnia, nickel allergy and lower abdominal pain. The patient had a family history of breast cancer and colon cancer. Concurrent conditions were listed as spotting vaginal, nickel allergy, anxiety and menorrhagia. The only concomitant product mentioned was pariet (rabeprazole sodium). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2017. On unknown date she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (subtotal hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, fallopian tube perforation, uterine perforation, perforation, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [cytology] on 08-mar-2016: endometrial ablation done, no menses since diagnosis: negative for intraepithelial lesion or malignancy [hysterosalpingogram] on 26-may-2015: previous tubal occlusion the patient has had bilateral essure tubal closure devices placed. The endometrial canal filled with contrast. There is no contrast flow into the fallopian tubes. The tubes appear to be occluded. The essure devices appear to be in good position [pathology test] on 23-may-2017: clinical data : pelvic pain, previous ablation, essure coils in fallopian tubes specimen submitted : uterus, cervix and bilateral tubes diagnosis: uterus, bilateral fallopian tubes, subtotal hysterectomy and bilateral salpingectomy: no diagnostic abnormality ¿ left and right fallopian tubes without histologic abnormality ¿ no endometrium seen (clinical history of previous ablation) gross description : the bilateral fallopian tubes measure 3. 4 x 0. 7 cm and 3.3 x 0.7 cm with both fimbria attached. The essure coils are present [pregnancy test urine] on 18-dec-2014: negative; on 25-may-2015: negative [ultrasound pelvis] on 30-jul-2014: the uterus is anteverted and measures 10.5 x 5.0 cm. Endometrium is homogeneous with a thickness of 0.8 om. Right and left ovaries measure 2 x 2.5 and 2 x 1.4 cm respectively and are norma; on 23-sep-2016: suprapubic and endovaginal scanning _ normal size anteverted uterus is smooth in contour, without obvious fibroids. Endometrium is homogeneous, 7.7 mm double-layer thickness. Normal cervix, contains a few tiny nabothian cysts. Normal left ovary, contains a 17 cm follicle. Right ovary could not be visualized transabdominally or endovaginally. No obvious adnexal abnormality or pelvic free fluid, pelvic ultrasound is within normal limits [x-ray] on 10-nov-2016: there are three calcific densities projecting over expected location of lower pole of right kidney with the largest measuring 1.7 mm, likely representing renal calculi. This needs to be further confirmed with ultrasound. There is moderate amount of stool in large bowel. No calcific density projects over left kidney or expected courses of the ureter there are bilateral essure contraceptive devices over pelvis. Bones are unremarkable lot number: c95081 manufacture date: 2014-08 expiration date: 2017-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-may-2024: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.